Event description:
The customer reported the root "boots up, but when you touch the screen, it shuts down." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned root was evaluated. The device was able to be manually powered on and off via battery and ac power. All alarm conditions were audible and visual and the touchscreen was found to respond properly. No power issues were observed during when the root was functionally tested with a sedline module, o3 module, and radical-7. The device was determined to be functioning as designed.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. H3 other text: device not returned.

Event description:
The customer reported the root "boots up, but when you touch the screen, it shuts down." There was no patient impact or consequence reported.